Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking groshong nxt is confirmed; however, the exact cause is unknown. One video of a groshong nxt was returned for evaluation. An initial visual observation of the video showed what appears to be an external leak located approximately 2-3 cm distal to the connector joint along the catheter shaft and 1 cm proximal from the insertion site. Evidence of use as well as biological residue is observed on the sample. Upon infusion of fluid, the leak was observed with a droplet of liquid forming from the leak site. Although a leak is observed, no details on the damage of the catheter shaft can be discerned from the video. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, leakage at extension tube connection. Reused other fittings that wouldn't connect before realizing it was the extension tube connection. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, leakage at extension tube connection. Reused other fittings that wouldn't connect before realizing it was the extension tube connection. No other information was provided.